Event description:
A report was received on 11 apr 2024 from a health system professional who stated a dialysate bag broke and the electrolyte solution splashed onto the face of a nurse while initiating renal replacement therapy on (B)(6) 2024. The nurse utilized the eye wash station and was evaluated with no report of medical intervention. Although requested, additional information about the event was not provided.

Manufacturer narrative:
No product was received for evaluation. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.